Event description:
It was reported revision surgery has now been performed ((B)(6) 2016), explants to be returned. Patient initially came back for review and complained there is pain in the hip joint.

Manufacturer narrative:
A bhr cup (part 74120156, lot 98603 008), birmingham hip modular head (part# 74222150, lot 09gw24387 004) and modular sleeve (part# 74222100, lot 09bw22214) were returned for analysis following left hip revision surgery. All implanted devices were used in treatment. A review of the complaint history for the cup, modular head and sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified and this will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. The reported elevated metal ion levels as well as the ¿osteolysis and trunnionosis¿ may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. The returned explants were analysed. Visual analysis identified a dent to the rim of the head. Wear analysis identified the maximum linear combined wear as 15.5¿m, with the modular head as 4.9¿m, cup as 10.6¿m. Based on historic wear data, after 6.5 years in vivo, the measured combined linear wear is in line with the expected wear for a non-edge loaded smith and nephew large diameter metal-on-metal device. The position of wear on the acetabular cup shows that the femoral head was articulating within the bearing surface of the cup. Material loss was measured on the internal taper of the sleeve. Without further information we cannot further investigate or confirm the details supplied in this complaint. If additional information becomes available in the future, this case will be reopened. Without additional information about this patient¿s particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.